Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
A health care provider (hcp) reported through a manufacturing representative that the patient had a "buld" around the catheter incis ion. The hcp diagnosed it as a csf leak due to the catheter anchor moving. The hcp believed the catheter moved out of the fascia and caused the leak. The pump had no alarms, and a dye study showed no leaks. The hcp opened the back incision and moved the catheter anchor deeper into the fascia. The issue was resolved. The patient's status was "alive - no injury" at the time of this report. The system was delivering morphine at 1 mg/ml and 0.1 mg/day. The lot number was unknown.